Event description:
It was reported that the ilet was not showing dexcom g7 continuous glucose monitor (cgm) glucose values on the ilet, consistent with signal loss between the cgm and the ilet, and the caregiver elected to allow the transient issue to self-resolve. No adverse clinical symptoms reported. Outcomes included no alerts or alarms on the ilet and no medical intervention or hospitalization. User support included telephone troubleshooting and user education, including guidance to obtain a fingerstick blood glucose value and enter it into the ilet. Investigation of this case revealed a communication interruption to the ilet only, with the cgm sensor otherwise in use, and user preference to avoid interacting with the ilet due to the patient¿s blindness, which limited completion of recommended troubleshooting steps. It was concluded, based on previously established findings for similar reports, that the cause was user interaction limitation with concurrent cgm-to-ilet intermittent communication loss.

Manufacturer narrative:
Initial.